Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 90% stenotic lesion being treated was located in the very tortuous and calcified right coronary artery (rca). The lesion was predilated with a maverick2 3.0 x 30mm. Two liberte stents were then deployed, one at the mid rca and one at the distal rca. A gap remained between the two stents, so another liberte was attempted; however, that liberte stent did not cross. The maverick 2 monorail balloon was then inflated, with the rupture occurring on the third inflation at 10 atms. The number of atms during the first two inflations, as well as the duration of the inflations is not known. The procedure was successfully completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good'.